Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "system failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device displayed a "battery comm error" message. Complainant indicated that there was no patient involvement in the reported malfunction.